Manufacturer narrative:
The customer's reported complaint was confirmed during functional test. The root cause of the failure was due to a defective lm34 temperature probe and once replaced, the thermogard passed the final functional test with no issue. During functional testing the lm34 temperature probe was inspected and determined that it was defective. The lm34 temperature probe was replaced to remedy the problem. The review of archive data and event log files showed no irregulaties. The thermogard completed the electrical safety test and passed and meets its performance specifications or otherwise performs as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard s/n (B)(4).

Manufacturer narrative:
Zoll has not yet received the zoll console in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during patient use, the thermogard xp ivtm system (sn: (B)(4)) had several malfunctions. The customer used another thermogard xp ivtm system to continue and complete their temperature management therapy. No known patient consequences reported.